Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole on the shaft 7mm proximal from the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 16-aug-2019. It was reported that balloon inflation failure occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified mid left anterior descending artery. The lesion contained a bend more than or equal to 90 degrees. A 12mm x 2.50mm nc quantum apex was advanced for dilatation. However, the balloon did not expand. The procedure was completed with another balloon with a buddy wire support. No patient complications were reported and the patient was doing well. However, returned device analysis revealed shaft pinhole.